Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, a reportable malfunction was noted where the ke-45 adhesive was missing on the elevator cover. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope had a missing ke-45 adhesive on the elevator cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updates and corrections to the following fields. Corrected fields: b3, h6 (no historical data analysis was performed), h6 investigations conclusions code, h11. Updated fields: b5, h2, g3, h6. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established.

Event description:
No additional information received from the customer.